Event description:
Customer reported he was hospitalized for diabetes ketoacidosis. Customer stated he couldn't locate insulin bottle to fill up reservoir. Troubleshooting was performed and the insulin pump appeared to be operating normally.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as the product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.